Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and the reported issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Visual inspection displayed no signs of physical damage. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted hiatal hernia - paraoesophageal surgical procedure, the cadiere forceps instrument was used for a surgical task and the jaws were not moving correctly. The user completed the procedure using the same system with a back-up instrument. No known impact or patient consequence was reported.